Event description:
It was reported that the right ventricular (rv) lead showed an increasing trend of high thresholds of greater than 5 volts. During the replacement procedure, it was noted that there were issues retracting the helix of the rv lead. Eventually, the physician was unable to retract the helix into the lead completely, however managed to successfully extract the rv lead and a replacement lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The outer insulation and overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)